Event description:
It was reported that the patient with this right atrial (ra) lead was tired. Technical services (ts) reviewed the reports, and it was revealed that the device exhibited noisy signals that resulted in the minute ventilation (mv) feature being disabled. Technical services (ts) reviewed the reports and noted a potential cause. The lead remains in use. No adverse patient effects were reported. Additional information indicates that the mv feature was enabled and has not been an issue ever since the date of event. No adverse patient effects were reported.

Event description:
It was reported that the patient with this right atrial (ra) lead was tired. Technical services (ts) reviewed the reports, and it was revealed that the device exhibited noisy signals that resulted in the minute ventilation (mv) feature being disabled. Technical services (ts) reviewed the reports and noted a potential cause. The lead remains in use. No adverse patient effects were reported.